Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that sample is "gelling" after spinning with a bd vacutainer® no additive (z) plus tubes. This occurred on (B)(4) separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) customer called in to report that the red top tubes are gelling. She stated that they spin them down and they are well separated however when they transfer them to a tube for send out they will not stay liquid, they have to spin them down 3x to get them to not gel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sample is "gelling" after spinning with a bd vacutainer® no additive (z) plus tubes. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2 complaints). Customer called in to report that the red top tubes are gelling. She stated that they spin them down and they are well separated however when they transfer them to a tube for send out they will not stay liquid, they have to spin them down 3x to get them to not gel.